Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2017 with the following findings: evaluation revealed cracks in the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracks in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2017.